Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the male external catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that while using the unknown male external catheter over a seven month period; the patient experienced uti's (urinary tract infections) and had to be hospitalized and prescribed antibiotics for treatment. Each hospital admission required that the patient remain for four to five days for each occurrence.